Event description:
Pt lived in an assisted living facility and rptr had purchased half bed rails made by invacare because pt would get up in the early morning hrs and fall without walker or wheelchair. Pt was found with their head through the rails. At first the police thought it was homicide but then ruled it an attended death. They did take lots of pictures. The death certificate reads cardiac arrest. Owner of the facility told rptr they were going to file with the FDA. When rptr spoke with the claims adjuster, she told rptr that they can't because they don't own the rails. She said it was up to the family. She also said invacare still is selling the product via their website.